Event description:
The user facility reported that the glidecath "ruptured" during a procedure. Communication with the user facility provided the following information: an injection was being performed through the catheter using an ascist power injector; the catheter was found to be ruptured during the procedure; the radiology technician thinks he remembers that the power injector was set for 300-psi, but this could not be confirmed; and there was no reported negative consequence for the patient. Although multiple requests have been made, the user facility has not provided any additional event specific information.

Manufacturer narrative:
Results - are based upon evaluation of user facility information and the return sample; based upon testing of undamaged sections of the returned sample. Conclusions - is based upon evaluation of user facility information and the return sample; is based upon testing of undamaged sections of the returned sample. The involved device was returned and evaluated. Visual examination confirmed that the wall of the sheath had been partially ruptured creating a hole at approximately 150 mm from the distal end; no portion of the sheath was separated or missing; and the sheath had been kinked just distal to the area of the rupture. Inspection of the undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Although the cause for the reported event cannot be definitively determined based upon the available information, the event description is consistent with damage due to injection against an occlusion caused by kinking the sheath, which then resulted in excessive intra-luminal pressure. The potential for such an event is addressed in the warnings/cautions sections of the device labeling by statements including: "when using a drug or a device with the radifocus glidecath, the operator should have a complete understanding of the properties/characteristics of the drug or device and exercise due caution to avoid damage to the catheter; do not exceed the maximum permissible injection pressure; and before starting infusion, verify that the catheter has not been kinked or blocked. Failure to abide by this warning may cause the catheter to break/rupture/separate, resulting in damage to the vessel." All available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).